Event description:
The manufacturer received information alleging an everflo oxygen concentrator had damage to the power cord. There was no report of patient harm or injury. The power cord was returned to the manufacturer's quality product investigation laboratory for further investigation. The power cord was visually inspected by the manufacturer and was found the power cord to have physical damage. The power cord is sliced and separated and has exposed copper wires. The power cord was observed to have damage consistent with the application of excessive force by the end user. It appears the device was placed too close to a hard surface. This caused the power cord to bend, creating weakness in the power cord. Product labeling for the everflo oxygen concentrator states, "keep the device at least 15-30cm away from walls, furniture, and especially curtains that could impede adequate airflow to the device. Do not place the concentrator in a small closed space (such as a closet)." "Do not use the oxygen concentrator if either the plug or power cord is damaged."

Event description:
The manufacturer received information alleging an everflo oxygen concentrator had damage to the power cord. There was no report of patient harm or injury. The power cord was returned to the manufacturer's quality product investigation laboratory for further investigation. The power cord was visually inspected by the manufacturer and was found the power cord to have physical damage. The power cord is sliced and separated and has exposed copper wires. The power cord was observed to have damage consistent with the application of excessive force by the end user. It appears the device was placed too close to a hard surface. This caused the power cord to bend, creating weakness in the power cord. Product labeling for the everflo oxygen concentrator states, "keep the device at least 15-30cm away from walls, furniture, and especially curtains that could impede adequate airflow to the device. Do not place the concentrator in a small closed space (such as a closet)." "Do not use the oxygen concentrator if either the plug or power cord is damaged."